Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, the patient had bilateral middle ear infections. However, no available information is pointing to the device having caused or contributed to the observed infection, as a review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. This is a final report.

Event description:
In situ measurements showed some affected channels. Patient had bilateral middle ear infections. The patient was placed on antibiotics and scheduled to return a week later. There was no report of accident or trauma. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed some affected channels. Patient had bilateral middle ear infections. The patient was placed on antibiotics and scheduled to return a week later. There was no report of accident or trauma.